Event description:
The physician reported that the patient passed away on (B)(6) 2013. No autopsy was scheduled and the cause of death was unknown at the time of the report. Follow up with the physician found that he did not have any additional information to provide as they were not performing an autopsy. The physician stated that he thought the cause was sudep and had nothing to do with vns. No other information was provided.